Event description:
In 2008, the patient was implanted with two gore excluder aaa endoprosthesis. The intra-operative angio indicated a proximal type 1 endoleak. The physician then re-ballooned with a coda balloon. The next angio showed the proximal aortic dissection in the same location as the type 1 endoleak. The physician first added a gore excluder aaa endoprosthesis aortic cuff which did not repair the proximal aortic dissection. The physician then performed an open procedure to repair the aneurysm and the dissection. The gore excluder aaa endoprostheses were all explanted and discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (e.g., vessel dissection). Please note: additional devices implanted/explanted: pxc121000 and pxa230300.